Event description:
Mesh used to repair hiatal hernia, migrated into my esophagus causing damage. The mesh is telebio, bioscaffold, ovitex. For over 2 years, I could not swallow solid food. After many tests, procedures and doctors, I can now swallow, but the damage is already done. This mesh needs to be investigated. I have had numerous tests, but I'm not putting them online. I have no product to show you, as the mesh migrated into your tissues. I do have a picture that the surgeon took, and his answer on paper that says he found mesh and sutures during surgery embedded in my esophagus, 10 months after the initial surgery.